Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that there is a damaged pole clamp. Patient involvement is unknwon.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a pole clamp that was discolored. The handle was hard to turn and it was loose. Quick connect was corroded. Line cord was very faded and worn. Printed circuit board (pcb) and power switch were outdated. The enclosure and front cover have multiple scratches. The complaint was confirmed. Root cause of the issue was attributed to normal wear and tear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.